Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a scratched case, scratched reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the insulin pump had a heavily scratched display that was difficult to read. The blood glucose reading was 245 mg/dl. The customer stated that he had bumped the device into things and that it was likely damaged from lying under cars. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.